Manufacturer narrative:
H6: investigation summary: 30 smartsite samples (model #20059e), two 3ml bd syringes, and 1 10ml posiflush syringe were returned by the customer. It was reported that the connector would not flush the smartsite. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with the returned syringes. Next, the samples were attempted to be flushed with water using a 10ml bd syringe from our lab to confirm an open fluid path. The fluid paths of 15 samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples. The fluid paths of the other 15 samples were not open and were unable to be flushed. The customer complaint can be verified in these samples. A device history record review for model 20059e lot number 20119629 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Event description:
It was reported that the largebore 8 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 20059e, batch no: 20119629. Ed manager said that the connector would not flush smartsite.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the largebore 8 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 20059e, batch no: 20119629. Ed manager said that the connector would not flush smartsite.